Manufacturer narrative:
At analysis the analyzer did not pass incoming functional tests due to message "programmer has lost communication with the analyzer." The analyzer was therefore replaced.

Event description:
It was reported that the product was returned to service and that the software analyzer which accompanied the programmer as an associated device subsequently tested out of specification during manufacturer's analysis.